Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that there was oversensing occurring and that the noise could not be isolated to the device or to the lead. After hooking up a new lead to the device the noise was still observed. The device and the original lead (competitor) were both replaced. The new lead remains in use. No patient complications were reported as a result of this event.